Event description:
It was reported by customer that they needed assistance with programming their device and upon inquiring further, it was discover that they had been hospitalized for low blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 32 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Device passed priming, high pressure test and insulin exited tubing. Informed customer device is functioning properly. Advised to change entire set and monitor device. Nothing further reported.